Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultra2 meter was powering off during use. The pt reported that the issue first occurred on (B) (6) 2010 at 7:00 am. Within minutes of the issue, the pt began feeling dizzy, weak, and experiencing cold sweats. The pt reported eating more food/drink as a result of the reported issue. No treatment was received. According to the troubleshooting performed with customer service, there was no misuse of the product and based on the info provided, the battery needed to be replaced. The pt did not have a battery to complete troubleshooting. The csa educated the pt on the meter's behavior and the auto-shutoff feature and the issue was not resolved. Replacement products were sent. This complaint is being reported because the pt alleged that she developed symptoms suggestive of hypoglycemia following the onset of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.